Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The physician reviewed a prior chest x-ray and found that the right atrial lead appeared to be vertical. Upon interrogation, the lead exhibited high capture thresholds and noise episodes that could not be reproduced with isometrics. No intervention was performed and the patient was stable.